Event description:
Received notice of complaint concerning above product form product complaint form filed by facility. Director of nursing reports an event in which an internal blood leak occurred on this 15th used dialyzer. The leak occurred at the onset of the treatment, blood leak detector alarmed and blood was noted in the dialysate outflow. The system was discarded, estimated blood loss approximately 200cc. The don reports the patient as stable, no medical intervention required. The patient completed the treatment with a new set-up. The patient's hemoglobin on 3/11 is reported as 12.6 and on 3/18 was 11.5. The suspect dialyzer has been reprocessed and is available for evaluation. A response letter and mailer have been sent. A medwatch form has been filed based on blood loss only.